Event description:
One integrity bms was implanted in the prox lad and one integrity bms was implanted in the distal rca. Approximately 2.5 months post index procedure, moderate instent restenosis of the prox lad and severe instent restenosis of the distal rca was reported. A successful pci was performed to the distal rca with one non medtronic drug eluting stent implanted to treat instent restenosis. A successful pci was performed to the lad to treat instent restenosis. Ivus showed the proximal lad stent was severely underdeployed, this was ballooned and one non medtronic drug eluting stent was implanted and postdilated. Ivus suggested distal edge dissection (caused by non medtronic stent), therefore one additional non medtronic stent was implanted overlapping to treat the dissection. Reference MFR report numbers 9612164-2011-01551 <(>&<)> 9612164-2011-01552.

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of the event is unknown); inherent risk of procedure; no device returned for evaluation. Evaluation, conclusions: no conclusion can be drawn.